Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient developed a gi bleed and listed as status 1 a on the transplant list. The patient was successfully transplanted on (B)(6) 2014.

Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.